Event description:
Clinical information: (B)(6) - vista nova study, patient site ID: (B)(6) (B)(4). It was reported that on (B)(6) 2024, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. During procedure, the activated clotting levels were 257s and heparin was given. A pre-implant balloon valvuloplasty was done with a18mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 0mm and at left coronary cusp (ncc) was 2.22mm. On (B)(6) 2025, the patient got admitted to another hospital with a diagnosis of endocarditis. The patient required prolonged hospitalization.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of patient-device incompatibility was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on received information the cause for the reported patient-device incompatibility could not be determined. It is possible due to procedural conditions such as valve under-expansion; however, this cannot be confirmed. The reported hospitalization, and unexpected medical intervention were result of case-specific circumstances as the patient went to the different hospital, and medications were provided. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. During procedure, the activated clotting levels were 257s and heparin was given. A pre-implant balloon valvuloplasty was done with a18mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 0mm and at left coronary cusp (ncc) was 2.22mm. On (B)(6) 2025, the patient got admitted to another hospital with fever and transesophageal echocardiography (tee) showed endocarditis. The physician mentioned the patient doesn't have a history of endocarditis. The patient's blood culture was positive for enterococcus faecalis. The patient had a lumboperitoneal (lp) shunt placed at another hospital on (B)(6) 2025 for normal-pressure hydrocephalus (nph). The patient required prolonged hospitalization and treated with antibiotics. The patient was reported stable and still hospitalized.